Event description:
On the second firing, the device was used on the colon at transversum. The tissue was not thick. The device functioned as intended. The abdominal cavity was irrigated and there was no impact to the patient's post operative care or healing process. The patient is doing good. The device is not available to be returned.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that during a laparoscopic right colectomy procedure, the powered echelon was used. After the second firing using the cartridge, the staple line seemed to have been firmly applied on the tissue. After a few minutes, the staple line opened completely. The intestine content was transferred in the abdominal area. A new cartridge was used. Several lavages of the area performed, in order to avoid further implications. The same device with new cartridges were used to complete the procedure. Neither device nor reload will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.